Event description:
It was reported that the device battery had a sudden drop in voltage from 2.92 volts to 2.61 volts in a 3 month period. The device was also unable to be interrogated by the remote wireless monitor. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory showed battery depletion. The last battery measurement recorded on 16apr2014 was 2.61 volts. The eri indicator had not yet been triggered. The voltage trip must be three measurements below the threshold of 2.81 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead implanted (B)(6) 2009. (B)(4).